Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The software was reloaded. The customer contact reported the patient was female. No further patient information available.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly cycled power, resolving the alarm condition. There was no reported patient injury.